Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter claimed to have obtained blood glucose readings of "442, 217, 485, 365, and 280 mg/dl" with the subject meter performed within 20 minutes of each other. The reporter also claimed to have obtained reading of "64 and 241 mg/dl" with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.